Event description:
It was reported that the catheter was inserted over a wire guide using the femoral approach. At some point during the insertion procedure, the spring wire guide separated, and a portion was retained. A surgical procedure was performed to remove the retained wire guide piece. There were no further complications.